Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was confirmed. It was found that the component q5 & q6 of the fet pcba had burned which affected the phase-b and phase-c switch needed to drive the rotor of the uut (unit under test). As a resolution, the blower module was replaced and the hybrid board was replaced as a pre-caution.

Event description:
The customer reported to vyaire medical that the revel ventilator unit when power up it does not give a breath. Appears that something is stuck. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned to vyaire medical facilty and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.